Event description:
Boston scientific received information that the right ventricular (rv) defibrillation lead was showing a gradual increase in shock lead impedance measurements and are now greater than 125 ohms. At the patient's last device check, shock impedance measurements were stable at 55 ohms. The rv pace/sense impedances were stable and no noise was observed on the shock electrogram. Technical services discussed that based on the time since implant the out of range impedances may be a result of a connection-related problem and recommended further testing to assess the system. No adverse patient effects were reported.

Manufacturer narrative:
There is no further information available. Should additional information become available, this report will be updated accordingly.

Manufacturer narrative:
Additional information was received approximately one year and four months later indicating that shock lead impedances measurements were still out of range. The patient was seen in the clinic and no noise or other artifact was observed and no adverse patient effects were reported. Subsequently, due to concern with the shock system integrity, the physician felt it was necessary to replace the rv lead, therefore the lead was surgically abandoned in the patient. The implantable cardioverter defibrillator (ICD) was explanted as the physician elected to upgrade the patient to a dual chamber ICD.